Event description:
Per the report received from germany an opti18 cannula was found to have the wire outside from the cannula. As reported it was noticed, when the cannula was about to be inserted into the artery. There was no injury for the patient.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section e1 (reporter name) and h6 (type of investigation) corrected section h6 (component code): 3036 (cannula) replaces 4755 (part/component/sub-assembly term not applicable) updated section h6 (investigation findings) and h6 (investigations conclusions) h11: additional manufacturer narrative: a device history record (DHR) review was performed, and no relevant non-conformances were identified. Additionally, sterilization records did not show any nonconformances, deviations, or deficiency reports. The device was returned to edwards lifesciences for further investigation, and images of the affected device were provided. Per product evaluation, customer complaint of "wire outside from the cannula" was confirmed. As received, 3 mm section of wire from the wire reinforcement of the cannula was found to be exposed and protruding from the cannula body at 2.5cm from distal tip. Wire appeared to match the length of the groove. No other visual damage or other abnormalities were found to the device. Images provided by the customer were aligned with the product evaluation findings. Per supplier communications, there are multiple inspections during the manufacturing process to check for exposed wires including 100% inspection of each cannula to ensure no exposed wires are present on cannula body. The complaint of wire outside the cannula was confirmed through evaluation of the returned device. Based on the information available, a definitive root cause cannot be conclusively determined; however, it is likely related to supplier manufacturing. Investigation is still ongoing to determine the cause.

Manufacturer narrative:
Customer complaint of "wire outside from the cannula" was confirmed. As received, 3 mm section of wire from the wire reinforcement of the cannula was found to be exposed and protruding from the cannula body at 2.5cm from distal tip. Wire appeared to match the length of the groove. No other visual damage or other abnormalities were found to the device. Lab findings were aligned to the customer photos.